Event description:
It was reported that intermittent malfunction alarms occurred. The customer reverted to manual injections for insulin therapy. Customer¿s continuous glucose monitor read ¿high¿, however, a specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg level.